Event description:
A customer was getting readings of 252 mg/dl and 287 mg/dl, but that they did not have any of the symptoms they normally experiences with these high readings. It was learned that the customer has been using excel off brand reagent strips. High results obtained with these strips, if acted upon, could be clinically significant. Bayer does not provide or support the use of off brand reagent. The electronics of the meter were checked and found to be satisfactory. The customer has been invited to call the 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purposes of MDR.